Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a descending colon resection open procedure, the surgeon took down the adhesions with scissors, there was a small enterotomy in the small bowel. The surgeon used the device at the splenic-flexure with a gia80 blue.the surgeon performed the anastomosis with the device but he closed the enterotomy with silk suture. In 2009, the patient was presented back to the or with a bowel leak for an additional procedure. The patient will spend an additional 30 days in the hospital, part of this time in ICU to recover. The patient is now stable.